Event description:
Discordant advia 1200 sodium, potassium and chloride patient results were obtained and reported to the doctor. Upon retest of the original sample and test of the new sample drawn, corrected results were reported. Pt treatment was prescribed. There was no report of adverse health consequences as a result of the treatment prescribed.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause of the discordant na, k and cl results was due to the malfunction of the spp sample probe and the liquid level sensor. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.